Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, functional testing, complaint history, device history record, specification, instructions for use, visual inspection and quality control data was conducted during the investigation. Visual examination of the returned device was performed. It was noted that the tip of the basket sheath was smashed in appearance and one of the wires in the severed basket formation was found broken. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. We will notify the appropriate personnel and continue to monitor for similar complaints. The complaint is confirmed based on the investigation results. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that a patient underwent a cystoscopy, ureteroscopy, laser lithotripsy and basket stone extraction procedure. The device in use was an ncircle tipless stone extractor. The report stated that the end of the stone extractor broke off in the patient and the surgeon had to use another instrument to remove the fragment. It was explained that after lasering the stones, they were grasped with the basket. One stone was too large and as the surgeon tried to remove it from the basket, to the actual basket part of the wire broke off. This was eventually removed with a forcep grasper. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.